Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 02-nov-2016 which refers to a female patient of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2014. The physician reported a case of allergy to nickel with essure. The patient complained about muscular pain and back pain. She developed pruritus a few time after essure insertion. Allergy tests found allergy to nickel and sulfate (class 2). Essure removal was planned. Follow-up information was received on 04-nov-2016 from physician. The gynecologist is waiting for MRI results to see if pain episodes are not due to endometriosis before doing a laparoscopy. Correction done on 08-nov-2016 based on information received on 02-nov-2016: essure was inserted in (B)(6) 2004. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had back pain. Essure removal was planned. This event is anticipated in the reference safety information for essure. In this case the patient had back pain and physician was waiting for MRI results to see if pain episodes could be due to endometriosis before doing a laparoscopy. Considering that at this time, there is no confirmed alternative explanation and that after essure insertion pain may occur, a contributory role of essure in the occurrence of back pain cannot be excluded. This case was regarded as incident, as it cannot be excluded that a surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis and further information are expected.